Event description:
Initial result for a pt troponin t was positive. When the sample was retesed, the result was negative. The field service representative "that the sipper flow was restricted" and repaired the instrument by replacing the teflon seal.